Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the pump generated a fiber optic sensor failure alarm. The customer removed and reinserted the fiber optic cable but the alarm remained. The getinge representative instructed them to remove the fiber optic cable, coil it up, and mark it ¿broken¿. The inner lumen was transduced and a waveform and indices were seen on the pump. The customer confirmed that the arterial waveform seemed normal and the values were similar to the fiber optic. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).